Event description:
Additional information was received indicating loss of capture and high pacing impedance were observed.

Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that high impedance and high capture threshold were observed on the right ventricular lead. The lead was capped and replaced to resolve the event and the patient was in stable condition. Related manufacturer report number: 2017865-2012-03823.